Manufacturer narrative:
After extensive testing physio-control was still unable to duplicate or verify the reported issue of the device's main keypad assembly locking up and being non-responsive. No lockup or power issues were observed. Physio recommended that other unrelated repairs be performed on the device; however, due to the age of the device and the cost associated with the repair the customer declined the repair. The device was then returned to the customer unrepaired. The cause of the reported lockup issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report the buttons on their device's main keypad locked up and became non-responsive. As a result defibrillation was not available. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.